Manufacturer narrative:
Correction: based off of device analysis, the lead should be reportable as a medical device report (MDR). The reported observation of the ¿system was not working¿ was confirmed. Based on the appearance of the internal wire damage it was concluded the extensions were subjected to overstress.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as it was determined the extensions were not involved in the issue, as the issue continued after the extensions were replaced.

Event description:
Related manufacturer report number: 1627487-2023-00596 and 3006705815-2023-00808. It was reported that the patient's lead extensions were damaged. As a result, the patient underwent surgical intervention during which the lead extensions were explanted. The ipg was also explanted due to physician concerns.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).